Event description:
This was a lead extraction case to remove three 80 month old leads due to cied system infection. The first lead (sjm 1058t lv) was prepped with an lld-ez and removed successfully with traction only. The second lead (1488 tc ra) was prepped with an lld #2 and also removed successfully with traction only. The third lead (guidant 0157 rv) was prepped with an lld #2, but because of fibrotic tissue throughout the lead, a 16f glidelight was used to lase down the lead. As the lead was removed, there was a dramatic decrease in blood pressure. A pericardiocentesis was attempted to drain a pericardial effusion and the patient was transferred to the or. A sternotomy was performed, however, attempts to save the patient were unsuccessful and the patient passed away. Upon further examination, a 3 cm hole was discovered in the svc/ra junction.